Event description:
This report is based on information provided by service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the date and time was not able to be retained. The customer reported once the date/ time is set, the year will revert back to year 2006. There was no health consequence or impact.

Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the date and time was not able to be retained. The customer reported once the date/ time is set, the year will revert back to year 2006. There was no health consequence or impact.